Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited an unresponsive touch screen that returned to the home screen during meal announcements and the screen intermittently turned off despite user input, leading to difficulty announcing meals and subsequent elevated blood glucose; a later supply change revealed a bent cannula, and a replacement pump was arranged. Symptoms included hyperglycemia with a highest reported value of 363 mg/dl for approximately six hours and dizziness. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.